Event description:
Customer reported an issue with the spectrum monitor, which may have affected ECG monitoring. No patient injury was reported.

Manufacturer narrative:
Unit is being returned to the company's repair center for further evaluation.